Manufacturer narrative:
Prior to gehc's checkout of the equipment, the customer replaced the flow sensors. Gehc performed a checkout of the equipment and found it to function within manufacturer's specifications. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. The clinician switched to manual mode to maintain ventilation. There was no reported patient injury.